Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device relative to a percutaneous transluminal coronary interventional procedure. Reportedly, the suture was not available when the plunger of the proglide device was removed. A new abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The guide was separated at the distal end of the guide tube. The material at the noted separation was jagged. The guide tube was bent at the noted separation. The actuator wire was still intact with the guide. A portion of the anterior foot was separated and was not returned. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
A guide break and posterior foot break were found during evaluation of the returned device. The posterior foot was not returned with the device. The location of the detached foot is unknown. No additional information was provided.